Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "does not work" was confirmed. Reliability found the motor had low rpm's, oil seepage around the swivel and wear/damage to internal motor components consistent with normal wear over time. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device "does not work". It is unknown that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no additional info provided.